Event description:
Two saline implants were inserted on rptr's right side, because of breast cancer and a mastectomy 3/12/93. They have become encapsulated and extremely painful including her right arm, fingers and shooting pain into neck area. Rptr also had an implant inserted in her left side to make her even. She has sharp, shooting pain to her nipple, and the right side has flatten out. Rptr didn't want any of this at all, and now she is dealing with the pain and flatness of her right breast.